Event description:
It was reported that the pt underwent a total hip arthroplasty on (B)(6) 2007. The pt experienced a dislocation on (B)(6) 2009 and was put into a brace for three months. Another dislocation occurred on (B)(6) 2010 and therefore was consequently revised on (B)(6) 2010.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Dislocation can be an inherent post-operative risk if the post-operative care is not consequently followed by the pt. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an emended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).